Event description:
Additional information was received noting that the patient underwent a full revision procedure. More information was received noting that the explanted devices were discarded by the facility. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had an atv accident and is now experiencing painful stimulation. High impedance was noted to be observed upon interrogation after accident. Patient was referred for a full revision additional information was received noting that the high impedance is due to trauma to the site and that the painful stimulation is due to vns stimulation. Referral to surgery was noted to be for patient comfort and to preclude serious injury no known relevant surgical intervention has occurred to date. No other relevant information has been received to date.